Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30317554m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/16/2020, the product investigation was completed. It was reported that a male patient (56 year old, 98kg) underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the procedure, the patient¿s blood pressure dropped and it was observed by fluoroscopy that the patient had a pericardial effusion. A pericardiocentesis was performed in which 300 cc's was removed from the pericardial space. The patient was stabilized and transferred to the critical care unit for observation. The patient only stayed overnight in the hospital and had fully recovered. In the opinion of the physician, the nature of the procedure is the etiology of this adverse event. The physician is not certain when the event occurred. He suspected during transseptal, but not the initial transseptal. He had lost transseptal and had to cross again. He also stated that it could have been during ablation. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30317554m number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 4/14/2020, a correction was noted on 3500a follow-up #1 under "h3. Device evaluated by manufacturer?" And "h3. Reason for non- evaluation" as they were left blank. Therefore, these fields are populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient ((B)(6) year old, (B)(6)) underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the procedure, the patient¿s blood pressure dropped and it was observed by fluoroscopy that the patient had a pericardial effusion. A pericardiocentesis was performed in which 300 cc's was removed from the pericardial space. The patient was stabilized and transferred to the critical care unit for observation. The patient only stayed overnight in the hospital and had fully recovered. In the opinion of the physician, the nature of the procedure is the etiology of this adverse event. The physician is not certain when the event occurred. He suspected during transseptal, but not the initial transseptal. He had lost transseptal and had to cross again. He also stated that it could have been during ablation. This adverse event was discovered during use of biosense webster products and after ablation was performed. There was no evidence of steam pop. Transseptal was performed with the heartspan needle. The irrigation settings were 15/30 ml. No error messages observed on biosense webster equipment. All force visualization features were used. Visitag module was used with the surpoint stability settings and the tag size was 3mm with no additional filters. Tag color set by force time intervel.